Manufacturer narrative:
One medfusion 3500 pump was returned for analysis in damaged condition. The top case was chipped and cracked. The plunger head is cracked by all screws and broken pieces are rattling inside. The event history log displayed a clutch error in the history. A flow test was performed, and the reported issue was confirmed. It was found that the position pot tab was broken off. This issue is a result of the customer's physical damage to the device. It's beyond device repair, no further action will be taken on this issue.

Event description:
Information was received indicating that a smiths medfusion 3500 syringe pump displayed a clutch issue. There was no reported injury or adverse events.